Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the warranty label was compromised allowing access to screw, it had something that was loose inside, power switch would not stay in off position, access to fuse was damaged, made an unusual noise and it would not charge battery devices. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling/user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the universal battery charger device was malfunctioning and would not charger battery devices. It was not reported if the device was used in surgery or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.